Event description:
The dealer alleges the wiring was pinched at the base frame near the rear caster, which allegedly caused a fire that needed to be extinguished with a fire extinguisher. The consumer was operating the chair at the time of the alleged incident. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. The dealer alleges pinched wiring at the base frame near the rear caster caused a fire that needed to be extinguished with a fire extinguisher. The consumer was driving the chair inside the facility at the time of the alleged incident. Allegedly, a therapist saw flames and smoke coming from the chair, removed the consumer with no injury and extinguished the fire. Filing MDR.